Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device had a drawer failure and could not recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a drawer failure and could not recover. The field service engineer (fse) inspected the failed drawer and observed a slide rail failure. Fse swapped out the damaged drawer. All pockets were manually moved to the new drawer, and debris from the broken rails was cleaned out. After installation, the station was restarted, and the new drawer was reconfigured. Testing was performed using the hardware test application for all pockets, and the nurse verified functionality on the main application. The system was confirmed operational. The system functioned as intended after the field service engineer repaired the device.